Manufacturer narrative:
It was reported that this lead was explanted due to noise and high impedance. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this lead exhibited high impedance and noise. The lead remains implanted; the patient does not require atrial pacing.